Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implant, the right atrial (ra) and right ventricular (rv) lead exhibited high thresholds and an alert for high out of range (oor) defibrillation impedance was observed. Both leads were repositioned several weeks later. Following the revision procedure, it was noted that the ra lead dislodged again, and the rv lead slack was pulled back. The clinician was concerned about compromised atrial sensing following dislodgement in addition to continued high ra thresholds. The leads remain in use. No patient complications have been reported as a result of this event.